Manufacturer narrative:
The manufacturer received the user facility's medwatch (paper medium); the medwatch was not assigned a uf/importer report #. Manufacturer changed / corrected / added information to the following: report date, event problem, medical device information was corrected. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Warming blanket removed from patient at end of use. Redness and blisters noted on left arm and shoulder area. Blisters noted by heat port attachment point. Additional information the manufacturer received from customer: "the patient had vascular surgery, bypassing vessels to provide better circulation to the lower extremity. I cannot find medwatch number. They only sent a thank you and confirmation that they received the report. We could not find anything on the blanket but a part number - 40.31.317 rev b the blanket was used for about two hours, maybe a bit longer. We have all pieces sequestered (machine, tubing and blanket. We are not able to have this equipment leave our facility." "The dermatologist noted probable 2nd degree burn, and partial thickness possibly related to the forced air warming blanket and hose. Patient may be at great risk of injury given thin skin from use of high potency topical steroid for psoriasis. At discharge, the wound was assessed: two thirds left, blisters are drying, no signs of deep tissue involvement. Hose (sws-hose-7) had a thermistor malfunction although the overtemp safety switch was fully functioning (as designed) alarmed and shut down." Information from the manufacturer: a warming device and blanket were in use with patient when the reported event occurred. The user facility submitted 1 medwatch (without uf/importer #) for both the warming device and blanket.